Manufacturer narrative:
Device evaluation- one device was returned for evaluation. The device was given functional testing; this showed leakage at the air vent area of the filter. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. During production, cadd administration sets are 100% visually inspected to ensure filter-to-tube bonds meet with criteria for minimum tube engagement. The devices are 100% inspected for tube back out and tubing delamination. The cadd administration sets are sampled for leak testing at regular intervals during production of every lot number. The investigation determined the most likely cause of the reported issue was damage occurring during use or preparation by user.

Event description:
Information was received indicating that cadd administration sets - non-flow stop leaked. The tube was changed to resolve the issue. There were no adverse events reported.